Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b3, b5 section.

Event description:
The customer reported via phone call that emergency medical services were dispatched and that they went to the emergency room on (B)(6) 2019 sometime between 6:30pm-7:00pm due to diabetic ketoacidosis. Blood glucose before getting to the emergency room was in the 300's mg/dl. Symptoms that were reported with the event included nausea, vomiting, abdominal pain and body aches. User was treated with intravenous insulin drip, fluids and morphine. At the time of the call the customer alleged under delivery due to them bolusing but blood glucose did not go down. Hcp had determined the pump was not functioning correctly. Customer stated that there was a bent cannula, mentioned they had stretch marks and a bump at site. High pressure test was done and passed. Bent cannula was found in the hospital. User also reported previous a high blood glucose event before current event. Customer stated that auto mode was active. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were (B)(6) 2019 with blood glucose of unknown. The customer's other blood glucose was 450 mg/dl, 368 mg/dl, 455 mg/dl, over 600 mg/dl, 547 mg/dl, 193 mg/dl, 300 mg/dl. The customer did experienced the symptoms such as nausea, abdominal pain, vomiting, headache, body ache. The customer was treated by insulin pump and injections. The customer was treated by emergency service, emergency room and insulin drip, fluids, morphine in hospital. Customer was alleging the insulin pump of under delivery of insulin troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that high pressure test was passed. Customer stated that auto mode was active. The insulin pump and reservoir will not be returned for analysis.